Manufacturer narrative:
The analysis on the system control board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the system raised in 'y' direction several inches after releasing the gantry button on the pendant. The worn pendant and system control board were replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) pendant was received by the manufacturer for evaluation and the issue was confirmed. Usability test passed: 3d and 2d test images were acquired successfully. Visual inspection failed as the control buttons have cracks in the lamination and instructional stickers sticking in the front of pendant. Functional tests failed as the control buttons drift the gantry slightly on the z axis before stopping after the control button is released. The hardware investigation found that reported event was related to broken lamination on the control keys and gantry drifting on the z axis before stopping. The control board assembly has been received by the manufacturer for evaluation, however no results are available at this time.

Event description:
A site representative reported that, outside of a procedure, when pressing up to move the gantry and release the button on the imaging system, it will continue moving 5-6 inches. This occurred intermittently. There was no patient present when this issue was identified. No additional information provided.